Manufacturer narrative:
Continuation of d10: 479888 lead implanted: (B)(6) 2025; 638bl28 heart band implanted: (B)(6) 2010 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had questions regarding programming, "it being out of parament". The patient reported that information on the report showed left ventricular less than 0.1 percent. The patient also reported that the heart rate is always higher then where it is set at 80 but the heart rate is 104, "I feel like crap, all the feelings I had before are starting to come back." The left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) remain in use. No further patient complications have been reported as a result of this event.